Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging and damage the screw during use.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant broke off as it was screwed in. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with a different part number (ar-1380tc). It was not necessary to switch the surgical technique or do a second surgery. 28-oct-2021 update further information were provided that the initial provided description was incorrect. The screw was flattened and therefore lost its edges and remained flat. This issue preventing it from catching the thread in the bone.